Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the patient mentioned medical history that twice since they got the implant, they had been sitting in their electric car and they felt an impulse where the incision site was and they wanted to know if that was normal. Patient services reviewed stimulation considerations with the caller and compatibility considerations for automobiles and redirected the patient to their healthcare provider (hcp). Patient services did not ask for any further information about this comment as they were focused on the reason for call.